Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during a therapeutic transurethral resection of the prostate (turis) procedure, the image on the visera elite ii video system center had blacked out. During surgery, the image was blacked out when the video system center was used with the ultra-light uro camera head (ch-s190-08-lb). The camera head was changed to another device of the same model, and conditions temporarily improved, but the image issue recurred. The surgeon managed to complete the procedure by repeating the recovery and blackout. The intended procedure was completed with the same set of equipment, and there were no reports of patient harm associated with this event. Subsequently, the facility determined that the visera elite ii video system center was defective, not the camera head.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.